Manufacturer narrative:
Model number/catalog number: 72404232-10. Serial number: n/a. Batch/lot number: 1100321017. Model/catalog description: cx preconnect ms 18cm ps 10cm tl iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had migrated inferiorly from its intended position. A surgical procedure was performed to remove and replace the reservoir. The new reservoir was placed in the appropriate location. No patient complications were reported.